Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it took the patient quite a few tries to connect to their implantable neurostimulator (ins). It was noted that the patient¿s doctor told them 3 days ago ((B)(6) 2018) that ¿its implanted pretty deep, he had trouble communicating with it too¿. It was advised the patient check back with their healthcare professional (hcp) if the communication issues continued. Additional information received from the patient on (B)(6) 2018 reported that their doctor wanted to take the implanted device out but they needed to turn it off first. After reviewing how to turn the stimulation off, the patient stated that they were going to do this. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.